Manufacturer narrative:
D10: part 07.02010.001, lots zb7671313 (x1), zb7158195(x1), and zb7542825 (x2). Part 824m65xx (x4), lots unknown. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00145 through 3012447612-2025-00150.

Event description:
It was reported that it was discovered via x-ray that two vital closure tops had migrated at l4-l and l4-r post-operatively. The surgeon believes this was due to implanted rods being too short. A revision surgery was performed to remove and replace the rods and closure tops. This is report six of six for this event.

Event description:
It was reported that it was discovered via x-ray that two vital closure tops had migrated at l4-l and l4-r post-operatively. The surgeon believes this was due to implanted rods being too short. A revision surgery was performed to remove and replace the rods and closure tops. This is report six of six for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the original implanted rods being too short as reported by the surgeon. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.